Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and a non-penumbra sheath. During the procedure, the physician experienced resistance while attempting to insert the jet7 through the sheath and subsequently, the jet7 would not advance through the sheath. Therefore, the jet7 was removed. The procedure was completed using another catheter and the same sheath. Post procedure, it was noticed that approximately three centimeters from the distal end of the jet7 slightly expanded. There was no report of an adverse effect to this patient.

Manufacturer narrative:
Results: the jet7 was kinked approximately 128.0 cm from the hub. The device was stretched approximately 129.0 cm from the hub. The total length of the returned jet7 was approximately 132.0 cm. Conclusions: evaluation of the returned jet7 revealed stretching and a kink on the distal shaft of the catheter. It is unknown if some of this damage was present prior to insertion into the non-penumbra sheath. Damage to the device may have occurred due to handling during preparation for use, which may result in resistance and difficulty advancing the catheter into a parent device. Advancement against this resistance will likely result in additional catheter damage. During functional testing, the jet7 was unable to be advanced through the hub of a demonstration neuron max due to the catheter damage. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.